Manufacturer narrative:
Section h6 - medical device problem code: corrected. Manufacturer¿s investigation conclusion: the report of damage can be confirmed based on the evaluation of the returned modular cable. The heartmate 3 modular cable, lot number 10014154, was returned in used condition. Upon examination of the returned modular cable, areas of the outer polyurethane jacket were discolored. The controller connector and inline connector bend reliefs were also discolored. Examination of the modular cable revealed damage to the outer jacket approximately 9¿ from the controller connector. The area appeared to have evidence of burning and melting. The outer jacket was removed, and the armor layer was unremarkable. The controller and inline connector pins appeared unremarkable. The white alignment markings printed on the controller and inline connectors showed no evidence of wear. A specific cause for the reported sparking cannot be conclusively determined. The modular cable passed electrical testing without issue. The relevant sections of the device history records for modular cable, lot number 10014154 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. This IFU provides instructions on caring for the driveline. Specifically, section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is also available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The handbook states and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated their modular cable had a nick in it and that it had sparked. There was no adverse effect, alarms, or symptoms related to the modular cable damage. On inspection of the modular cable, there was an open area that appeared to have some melted material around it. The modular cable was exchanged without incident. Additional information stated that the system controller was exchanged with the modular cable. The system controller was only exchanged because the modular cable was exchanged and was not damaged by the sparking modular cable.